Manufacturer narrative:
Investigation: visual inspection: during the investigation, no significant deformation or damage of the valve was determined. Permeability test: a permeability test has indicated that the valve has a blockage. Computer control test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer control test bench which simulates a cerebrospinal fluid flow. The valve is tested in the horizontal position. Because the valve is not permeable, a computer control test is not possible. Adjustment test: the progav 2.0 was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances. Internal inspection : after dismantling of the valve, deposits were found in progav 2.0. Result: based on our investigation results, we can determine a blockage in the valve. The determined deposits can be named as the cause for the blockage. Organic deposits in the cerebrospinal fluid can influence the function temporarily and are known side effects in hydrocephalus therapy. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a progav 2.0 (#fx571t) was implanted during a procedure on (B)(6) 2023. According to the complainant, the valve caused an underdrainage. The patient underwent a revision procedure. The complainant device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age:9 months height: 60 - 70 cm weight: 4 kg gender: female.